Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation was confirmed however, the buffing sound was not confirmed after 4 days of observation. In addition to the reportable malfunction mentioned in b5, gas leakage from electropneumatic proportional valve, hit marks on the top cover, minor corrosion, and seepage marks on rear panel and. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that the high flow insufflation unit was not working. The field service engineer (fse) checked the machine and found a buffing sound. The reported issue was found during maintenance. Upon inspection of the customer¿s returned device it was observed, gas leakage was noted from the 2.99mm (k) connector unit. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.